Event description:
The case manager of a male pt contacted lifecor customer support to report that the pt had arrested and the device did not event alarm. The pt was resuscitated and the pt was going to receive and ICD. Support contacted the pt's mother who reported that the pt was walking towards the bathroom when he collapsed. The mother yelled for help and the staff, almost immediately, arrived and began working on him. The mother stated the case worker had the device. A physician contacted support to ask if there was a way to see what happened with the device. Support advised the dr that the case worker had the device and that the data could be seen in lifevest network once downloaded. The doctor was walked through the download and the download was successful. The dr told support that the pt was admitted to the hospital to receive chemotherapy and was in the picu but was not on their telemetry. The pt had several ventricular fibrillation (v-fib) arrests in the past and had an implanted ICD that became infected. Support reviewed the download and saw no treatment or automatic events recorded. The flag report revealed 4 "detection also status" flags, followed by "therapy placement faults/notify" flags, 2 "noise" alarms and then a battery pull. Support contacted the physician on 10/10/2007 to discuss the timeline of events. The physician stated that staff was in the room almost immediately and CPR was started. The device was left on the pt throughout the entire arrest. The pt was placed on their portable monitor and was in a course v-fib. The physician stated that the pt was shocked more than three times, but only the first 3 were recorded. The first shock was given on three days earlier at 0:24:22, the second at 0:26:00 and third at 0:29:00. The physician stated that she knows more shocks were delivered because the pt was not converted at that time. Support found that this lifevest was 8 mins fast.

Manufacturer narrative:
Device manufacture date: monitor- 04/2007; electrode belt - 03/2007. Device evaluations of monitor and electrode belt have been completed. Both the monitor and electrode belt were found to be functioning properly. Both items were restocked. A report was received of a pt collapse while wearing the lifevest in 2007. It occurred in the hospital and crp was started immediately upon collapse. The pt lived through the resuscitation. Device recording summary: the device was started on the same day and used normally overnight until shutdown at 16:45 on four days later. A noise alarm was given at 03:47:28 before the battery was pulled. No ECG recording or flags recorded of arrhythmia recording. Engineering flags show evidence of ECG interference intermittently on both channels. Conclusions: the most likely explanation is that his collapse was treated immediately before the detection algorithm registered an arrhythmia. Other possibilities include an arrhythmia under the rate threshold for detection (asystole, severe bradycardia, pulseless electrical activity, or slow vt) or a non-cardiac cause of the collapse. Noise alarms were seen around the time of the event. If chest compressions occurred immediately with collapse, the ECG movement could either cause noise or cause artifact acting like a slower rhythm. This would confuse the life vest into thinking no alarm was needed.